Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia on (B)(6) 2019 from 4:00 pm to 5:00 pm. It was reported that the customer had low blood glucose levels of 1.6 mmol/l at the time of incident. The customer lost consciousness so they went so low because he was in a noisy environment and had not heard the alarms on the insulin pump. The customer was treated with intravenous drip of glucose. The customer was using the insulin pump system within forty eight hours of reported blood glucose event. The customer was treated with food and glucose tablets. The customer does not alleged that the insulin pump was over delivering insulin. The customer was advised to monitor the insulin pump. The device will not be returned for the analysis.